Event description:
It was reported that during pre-op testing, the ultrasonic scalpel "would not shut off when firing." The device was never used.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. Functional inspection indicated there was a problem with the buttons so the device was disassembled and the internal handle components were examined including the membrane switch assembly (msa). The msa was found to be improperly placed within the handle as it was not within the groove. The improper placement caused the msa to become damaged. The device was connected to a scalpel generator. The scalpel was tested and a code 7 hand switch error was emitted confirming the reported issue as error code 7 indicates the switch is stuck in the "on" position. Additionally, it was observed that the buttons did not provide any tactile feedback when pressed. A retraining of inspection and packaging personnel was performed to stress the importance of ensuring the msa is properly placed within the handle groove and that the device buttons function properly.